Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to explant, erosion had developed over the device and exposure of the lead was observed.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced with a cardiac resynchronization therapy pacemaker (crt-p) system due to an infection. No further patient complications have been reported as a result of this event.